Event description:
The dealer states, the head and leg sections are binding up and causing the head section to drop back down when the consumer is trying to raise it.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Manufacturer narrative:
(B)(6) - initial medwatch report, 1031452-2015-14993 submitted on 07/21/2015 indicated the wrong manufacturer and registration number due to the receipt of an incorrect serial number. The correct serial number has been obtained indicating the manufacturer as, (B)(4). This record is not for an invacare manufactured product, therefore, an OEM (original equipment manufacturer) notification will be issued. No MDR required to be filed by invacare.

Event description:
The dealer states the head and leg sections are binding up and causing the head section to drop back down when the consumer is trying to raise it.